Event description:
It was reported that a user contacted support regarding concerns about low blood glucose but a review indicated an elevated blood glucose around dinner, and the user disclosed consumption of wine and margaritas at that meal. The agent provided education that alcohol and mixed drinks can impact glycemic levels, after which the user ended the call. Symptoms included hypoglycemia and hyperglycemia ranging from 52 mg/dl to 383 mg/dl. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included review of the reported event and user interview. Investigation of this case revealed no device malfunction and suggested user-related incorrect meal size announcements, specifically meal content and alcohol intake, as contributors to the hyperglycemic reading. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors.